Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt failed detect and treat testing. The cable connecting ECG "a" and ECG "b" was pulled from the strain relief, damaging the j500 connector on the distribution node pca. Additionally, the distribution node (dn) to the rear therapy electrodes was also pulled from the strain relief causing the faults. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had exposed wires.